Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a rebel stent delivery system with stent. There was contrast in the inflation lumen. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the tip of the device. Microscopic examination presented no damage or irregularities to the markerbands. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon of the device. The stent was secure on the balloon between the markerbands. Microscopic examination revealed that the first proximal row of stent struts was damaged with bent, flared, and overlapping struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2016. It was reported that crossing difficulties were encountered. A 32 x 3.00 rebel stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.